Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-11. H6: investigation summary customer returned (6) loose 3/10cc, 8mm syringes with part of the shelf carton from lot # 0132200. Customer states that when they tried to take the orange needle caps off of six of them, the needle part came with it. All returned syringes were examined and one exhibited the hub-needle/shield assembly separated from the barrel. All remaining syringes were tested and the hub assembly did not separate from the barrel when removing the shield. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pulls bd was able to confirm the customer¿s indicated failure of hub-needle/shield assembly separated from the barrel. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that 6 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported difficult to remove caps, needle hub separates. Verbatim: from phone call on (B)(6) 2020 11:17:26: I called consumer to verify sample return. Consumer stated that she has samples that can be submitted. I advised her that I will send the mail kit and voucher. Js email: regarding: bd insulin syringes with bd ultra-fine needle, 3/10ml, 8mm, 31g, for u-100 insulin this particular box of 100 needles had many needles which had caps that were very difficult to remove. They were harder to remove than usual. When I tried to take the orange needle caps off of six of them, the needle part came with it. These were from a box ndc/hri# 08290-3284-38 . 328438 in the dark blue rectangle on the back side is stamped:01322002020-06-012025-05-31i have never had this happen before. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported difficult to remove caps, needle hub separates, verbatim: from phone call on (B)(6) 2020 11:17:26: I called consumer to verify sample return. Consumer stated that she has samples that can be submitted. I advised her that I will send the mail kit and voucher. Js email: regarding: bd insulin syringes with bd ultra-fine needle, 3/10ml, 8mm, 31g, for u-100 insulin this particular box of 100 needles had many needles which had caps that were very difficult to remove. They were harder to remove than usual. When I tried to take the orange needle caps off of six of them, the needle part came with it. These were from a box ndc/hri# 08290-3284-38 . 328438 in the dark blue rectangle on the back side is stamped:01322002020-06-012025-05-31i have never had this happen before. "